Event description:
In 2009, the pt reported that he was hospitalized about 3 years ago while wearing his insulin infusion device. He stated he had many medical issues going on at that time including heart problems. He said that about 1 week prior he had consistently elevated blood glucose readings in the 400's mg/dl that did not decrease when he bolused insulin via his device and via injections. His normal range is 200-250 mg/dl. Symptoms were joint numbness, blurred vision, fatigue, and irritability. He stated he went to the doctor that week for a pre-eye surgery visit and discovered his blood pressure was "sky hight." He was taken to the hospital where he was placed on injection therapy which he has continued since that time. He stated he had heart surgery while in the hospital and found out the high blood pressure was caused by scar tissue build up in his heart. Product was requested to be returned for evaluation.